Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced multiple burns on the abdomen area after treatment session. Reportedly the user did not notice anything out of the ordinary during the procedure and the treatment tip was not inspected prior to or during the procedure. Additional information was requested but not received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: (expiration date), device evaluated by MFR?, device manufacture date, additional MFR narrative. The treatment tip was returned to solta. An evaluation of the returned treatment tip indicated a dielectric breakdown on the tip surface. An evaluation of the data card indicated error messages were prompted during treatment to alert the operator that the treatment tip was not in full contact with the skin. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on available information, dielectric breakdown is determined to be the likely cause of this event. The reported adverse event is a known procedural complication of thermage treatment. Burns, blisters, scabbing and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin causing burns and subsequent blister and scab formation. Also, breakdown of the dielectric material and/or build-up of foreign substance on the dielectric can cause the radio frequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a dielectric breakdown, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. There is a small chance of scar formation. Application of topical steroid and antibiotic preparations may be of benefit.